Event description:
Fire dept personnel attempted to use the device on a person diagnosed in cardiac arrest. The pt had an estimated downtime of approx 15 mins and was described as having a moderate amount of chest hair which was not clipped or shaved. When an automated ECG analysis was attempted, the device allegedly displayed a continous connect electrodes alarm and use of the device was inhibited. The electrodes were changed but the device reportedly continued to display a continuous connect electrodes alarm. An ambulance crew arrived after a few minutes and took over treatment of the pt. The pt was diagnosed in a non shockable rhythm. The pt was not resuscitated. The rptr indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.